Manufacturer narrative:
The other relevant components include: product ID: 8780, serial#(B)(4), implanted: (B)(6)2018, explanted: (B)(6)2018, product type: catheter; ubd: (B)(4), UDI #: (B)(4) and product ID: 8782, serial# (B)(4). Of note, only the catheters were returned, as the pump remains implanted. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep) on 2018-may-24. It was reported the catheter was replaced with a 8780 model on (B)(6) 2018. The doctor was able to remove the entire old catheter. The catheter was returned to the manufacturer for analysis. It was reported that the doctor felt like the old anchor failed because it was close to the catheter tip. The rep was questioning if the anchor slipped. The doctor also had a hard time removing the sc pump connector - the black buttons would not release the connector. It was reported that clear fluid was noted in the pocket. The doctor suspected the fluid was drug. It was reported that the doctor who performed the dye study wanted the pump decreased by 50% and not set to minimum rate. It was reported that the issue was resolved with the replacement of the catheter.

Manufacturer narrative:
Evaluation of implantable catheter model 8782 serial number (B)(4) revealed twisting along the body of the catheter. Evaluation of implantable catheter model 8780 serial number (B)(4) revealed twisting along the body of the catheter as well, and damage to the sc connector consistent with the reported difficulty detaching the catheter from the pump during explant. As received, the white silicone boot was separated from the titanium housing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018(B)(6). The rep was notified that the physician would be performing a catheter replacement the next morning (2018(B)(6)), and the rep planned to cover the case.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare provider via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 8.4 mg/day and 8 mg/ml of bupivacaine at 6.7 mg/day via an implantable pump for spinal pain. It was reported the rep met the patient on the day of the report ((B)(6) 2018) for a scheduled dye/rotor study. The patient stated her spouse noticed a ¿bulge¿ in her back where the surgical incision for their catheter was (spine incision). It was reported the swelling was first observed on (B)(6) 2018. The patient had a catheter revision in (B)(6) 2018 (please refer to MFR report number 3004209178-2018-08788 for this event). The patient was denying any type of withdrawal symptoms and had no change in their chronic pain symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted (B)(6) 2018. The healthcare provider was unable to aspirate, so the dye study was stopped. The healthcare provider noted that via x-ray the catheter tip was in the lumbar space and was supposed to be in the thoracic space. The doctor stated the patient needed a catheter revision and wanted the daily dose decreased by 50%. The issue was not resolved at the time of the report. Surgical intervention had not occurred yet but was planned. It had not been scheduled yet. The patient¿s status at the time of the report was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.